Event description:
It was reported that pump declared altitude alarm 21 and insulin delivery was suspended. There was no adverse impact to the customer's blood glucose level. Customer confirmed pump was operating within normal altitude range and that speaker holes were not blocked, then followed technical support instructions to gently clean speaker holes, wipe area with a lint-free cloth, remove and reconnect cartridge, and wait for insulin to resume; pump returned to normal operation without recurrent alarms, and technical support provided tips to prevent future altitude alarms, which customer acknowledged.